Manufacturer narrative:
(B)(4). Sjm could not evaluate the 23mm trifecta valve involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported incident could not be conclusively determined.

Event description:
Information obtained indicated the valve was explanted due to endocarditis. The patient was admitted with vomiting and chills. A blood culture and valve culture was performed and confirmed endocarditis by streptococcus viridans, pseudomonas aeruginosa and staphylococcus ureolyticus. The valve was replaced on (B)(6) 2014 with another manufacturer's bioprosthesis. The patient is recovering.